Event description:
It was reported to philips that the display was stuck at the restart screen, making imaging unavailable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and verified system operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).